Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event.

Event description:
Related manufacturer reference number : 1627487-2020-01614; 3006705815-2020-00674; 3006705815-2020-00677; 3006705815-2020-00676. It was reported the patient underwent surgical intervention due to infection at ipg and lead site. The patient was hospitalized and later prescribed oral antibiotics.